Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid was dripping from the bottom of the coulter lh 750 hematology analyzer and was not able to locate the source of the leak. The instrument also generated a diluter 2 I/o card error. The instrument was powered off and powered back up, which followed a continuous alarm and the instrument would not start up. Personal protective equipment (ppe) was being worn when the leak was discovered. There were no injuries and no one sought medical attention, there was no exposure to skin, open wounds or mucous membranes. There were no patient results affected and there were no erroneous results reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the diluter 1 board to address the issues with intermittent system lockups. The fse also replaced the diluter 2 to address the diluter 2 I/o card errors. The fse indicated that the system is still over heating and generating an alarm. The fse returned the following day to perform preventive maintenance (pm) on the unit. Service was verified to meet specified requirements per established procedures and controls met laboratory specifications. A definitive root cause of the leak is unknown to date. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4). Additional information: the bec field service engineer (fse) stated that the rinse block had overflowed due to buildup, which caused the leak. The fse bleach cleaned the tubings and issue was resolved.